Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received on 28-nov-2022. The incident occurred immediately on use. Several tubing were used on the same patient, and a leak was observed with each tubing. A tubing from another lot number was used and the incident resolved. No injury or clinical consequence was observed. Additional information was received on 09-dec-2022 whereby the date of incident was provided and updated into the file.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The returned sample was received in unused condition inside a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. The sample returned was tested using the hydrostatic vessel as procedure indicates. No leaks were found fleeing from the sample, thus the failure mode reported was not confirmed. No fault was found. No root cause was determined, and no corrective actions were taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that several tubes were leaking at the bubble filter. Several used tubings were defective. The whole lot has been disposed of. Additional information was provided that the incident occurred immediately on use. Several tubings were used on the same patient, and a leak was observed with each tubing. A tubing from another lot number was used and incident resolved. No injury or clinical consequence observed.